Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge filed service engineer (fse) that during routine check cs300 intra-aortic balloon pump (iabp) had autofill failure. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,g1, g3,g6, h2, h6 ( type of investigation, investigation findings, component codes, investigation conclusion)h11. A getinge field service engineer (fse) observed and found same. During diagnosis found the diaphragm from vacuum side is defective. Required replacement of 5000 hr pm kit. Fse replaced 5000 hr pm kit and performed all functional tests successfully. Machine handed to the customer in working condition.